Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the setscrew was unable to engage on the right ventricular (rv) lead coil despite multiple attempts. The implantable cardioverter defibrillator (ICD) was not used and a new one was implanted. It was noted that post procedure the physician was able to engage the setscrew. No patient complications have been reported as a result of this event.